Manufacturer narrative:
Device evaluated by MFR. Visual inspection revealed that the distal end appears twisted. The butt bond seal was cracked and body fluid found inside the butt bond gap between distal and proximal tubing. While manipulating the shaft, continuity checks revealed no electrical shorts or opens as checked manually using a multi-meter and breakout box. All electrodes sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right and left curves failed to reach the specified area on the template and both curves were 90 degrees out of plane. X-ray found numerous locations of collapsed guide coil and dried fluid inside the distal end cavity. Noise testing in ablation condition met current device specifications, where peak to peak values were less than 0.4 mv. Maximum values of about .1 mv peak to peak were observed in abl 1-2 bipole. No tracking issues observed. Device tested in all curve configurations, with numerous torquing maneuvers. The device's lumen and distal end were leak tested using an isaac pressure decay test system. First, the irrigation holes and mes were sealed off with a touhy bourst seal. The lumen pressure decay was measured multiple times at 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.0700, 0.0501 and 0.0403 psi (spec limit is 0.3 psi). Next, the distal end was inserted into fixture e181359-100 to seal the distal end. The distal shaft pressure decay was measured multiple times at 15 psi, with re-insertion of the distal end into the fixture between each test. Pressure decay values were "gross leak" for all three attempts (spec limit is 0.044 psi).

Event description:
Reportable based on analysis completed on 07-aug-2019. An intellanav oi was selected for a pulmonary vein ablation (pvi) procedure. However, it was reported a that after 10 seconds of ablation high impedance, out of range error and tracking issues on the rhythmia. The catheter was removed for the patient and it was noticed that the catheter was not able to be curved. The catheter was changed and the procedure was completed without issues and no patient complications occurred. However, analysis revealed a butt bond failure.